Event description:
Additional information was received that the patient had a 3 day emu stay and was told that their seizures are not epileptic. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient had their generator explant performed. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
Patient reported that their vns started rapid firing 2 weeks ago and would not stop. The patient is not sure why it started doing that. The patient went to the local ER because they were having non-stop seizures and the vns was firing constantly. Patient placed the magnet over the generator to stop stimulation. However, the patient noted that the vns is still providing stimulation when they move their arm and is now having pain at the generator site. The later presented to the hospital and was provided keppra and fluids for the seizures. The did "pretty well" after the keppra and fluids for about a week, and the vns is firing "back to back." Patients device was programmed off and patient was planned to be kept inpatient for 3-6 days to see where the seizures are coming from. No other relevant information has been received to date.